Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019], unspesified microbes (80cfu), [second time; (B)(6) 2019], instrument channel: enterobacter (100cfu) , air/water channel: enterobacter (50cfu) , suction channel: enterobacter (100cfu) , balloon water supply channel: enterobacter (100cfu) , ,- distal end: enterobacter (50cfu) , the subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the device tested positive for coagulase-negative staphylococci (2cfu/endoscope) and gram-positive bacteria (2cfu/endoscope). The testing result cleared the french guideline. In addition, omsc was informed that another report (ID: 8010047-2020-00818) was a duplicate of this report (ID: 8010047-2019-04655). Therefore, omsc made it (ID: 8010047-2020-00818) as non-valid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassengurg, using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg) for evaluation. Oekg service department checked the subject device and found the followings. The endoscope connector and the instrument channel had a leakage. The ultrasound transducer was loose. There was a burn mark on the distal end cover. The glue of the bending section rubber was worn and torn. The suction cylinder was deformed. The control knob was damaged. The rubber of the remote switch 1 had incision. The angulation control had too much play. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.